Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted at the a2¿p2 segment of the anterior and posterior leaflets. During the deployment sequence of the second clip, the first clip was inadvertently contacted by the implanter, resulting in a single-leaflet device attachment (slda) of the first clip from the posterior leaflet. However, the second mitraclip was subsequently deployed successfully lateral to the a2¿p2 position. Following completion of the procedure, the degree of mitral regurgitation (mr) was reduced to grade 1¿2. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device damaged by another device (caused damage) was due to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.